Event description:
It was reported that the lead had low impedance and unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer insulation was breached cute. The outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.